Event description:
Customer reported that the css console battery did not indicate a full charge when the main battery check was performed. The patient was switched to a backup css console. There was no patient impact. This alleged failure mode poses a low risk to the patient because batteries are a redundant system on the css console, and it did not negate the ability of the css console to perform its life-sustaining functions. An investigation will be conducted by syncardia, and the results of the investigation will be reported in a supplemental MDR.